Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection noted that the entire lead was returned. There was dried blood throughout the lead lumen. The cathode coil was found to be fractured at 266 millimeters from the terminal pin. This observation was likely due to the suture sleeve tie down. The clinical observation of intermittent noise was likely associated with the laboratory findings a lead fracture.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting intermittent noise resulting in inappropriate mode switches. No adverse patient effects were reported due to this performance issue. The physician had evaluated the lead prior to explant and there were no issues found with lead data. During extraction the stylet would only go half way down the lead; however, once out of the body the stylet was able to maneuver through the complete lead. This product was returned for laboratory analysis.